Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for investigation results. (B)(4).

Event description:
It was reported an infection, inflammation reaction to prosthesis, iliotibial band tendinitis and non-healing surgical wound due to a total knee arthroplasty.